Event description:
Attorney alleges patient has sustained "past, present and future medical expenses, pain and suffering.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.